Event description:
It was reported the customer was having issues with sensor glucose and blood glucose reading not being accurate. Customer stated that she has used the sensor for a long time and just recently has had issues. Customer states the difference between readings had been more than 20 percent. No further information reported.

Manufacturer narrative:
.